Event description:
(B)(4). I feel a lot of abdominal cramps, feel bloated, sometimes I can't even sit down do to my pelvis hurting. Excessive bleeding for about 23 days or so. Very tender abdominal pain.